Manufacturer narrative:
This product is not marketed in us but a similar device with catalog # 853-465, UDI# (B)(4) 510k# k050082 is approved for sale in us. Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cervical laminoplasty at c3-c6 due to cervical spondylotic myelopathy. Two weeks after the operation, it was discovered that the screw backed out at c3 lamina. It is unknown that the screw came out to what extent; but the implanted plate did not move. The product is still implanted in the patient. No patient complications have been reported yet; and the patient would be observed during follow-up visits. Doctor's comments: during the initial operation, as the grip strength of driver was too strong and the driver was hard to be removed, it was removed by shaking. This expanded the pilot hole. Additionally, it was difficult to verify the depth as the head got bigger.